Event description:
It was reported that during a lap appy procedure, the device fired completely but the jaws would not open. The articulation joint slid forward. The surgeon pulled the jaws off the thin tissue without any trauma. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.